Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product and to get additional complaint information are ongoing. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Issues with a damaged transformer housing for item 9207041 are being addressed under investigation (B)(4).

Event description:
Customer called in to report that her transformer housing fell apart which is a safety risk.